Event description:
It was reported in a service report that the head end right side rail would not lock in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: timing link on head end right siderail was worn.